Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 80 mg/dl and 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that he was watching television when the device vibrated and was followed by a siren alarm. A review of the pt's download revealed an abnormal rhythm, suggesting the pt's belt was defective. The pt's electrode belt was replaced.